Manufacturer narrative:
Information is unavailable; device was not returned for eval.

Event description:
It was reported by the affiliate that after a bowel procedure, the device leaked. Leaked after the surgery. Leakage was not found at leak test during the surgery. There was staple malformed at half of staple line. Dr performed re-operation. There was no adverse consequence to the pt.